Event description:
It was reported that, "pt was experiencing pain in hip. Worked up for allergy and was shown to be allergic to nickel. No revision has occurred."

Manufacturer narrative:
Associated devices: trident 0 x3 insert 36mm ID, cat# 623-00-36e, lot# mjnjn7; 6,5 cancellous bone screw 35mm, cat# 2030-6535-1, lot # mjet96; 6,5 cancellous bone screw 25mm, cat# 2030-6525-1, lot # mjk129; secur-fit max, cat # 6051-0625s, lot# mjk6d4; delta c-taper head 36mm +2.5, cat # 18-3625, lot # 33347801. Based on the results of the eval, root cause of this event could not be determined due to the limited info provided. The pt is reported to be allergic to nickel; however, there is no nickel present in any of the reported stryker devices. A review of the device history records indicates that the devices were mfg and accepted to final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.